Event description:
The interventional wire in the patient's coronary artery came apart at the radiopaque to non-radiopaque section and doctor tried to use a second wire to lasso the wire, but unsuccessful. Doctor reached out to another interventional cardiologist (dr. (B)(6)), and dr. (B)(6) felt as if no ill effects would come from just leaving the wire tip in the vessel. Upon case completion, dr. (B)(6) spoke with the patient regarding results and the wire tip left in him.